Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a ted compression stocking. The customer states that the stockings were used during hip surgery. The patient experienced a pressure wound/decubitus above the heel where the stocking had been tight.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.